Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: catalog number; lot number.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown cup, unknown head, unknown stem. Medical records were evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). Implant year: 1994 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01707.

Event description:
It was reported that patient was revised approximately 23 years post-implantation due to pain and radiological evidence of periprosthetic femoral and acetabular lysis. During the procedure, the stem was found well-fixed despite indications of lysis and cancellous allograft was used to treat acetabular defects. Additional information from surgeon¿s operative notes report the removal of blackened soft tissue, indicative of metallosis, and the absence of the anti-rotation pin from the initial acetabular construct. The surgeon¿s notes indicate his conclusion that the pin disassociated from the construct, allowing the liner to freely rotate within the cup. The acetabular liner and cup were removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date - unknown date in 1994.